Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that intermittent rv threshold measurements were observed on the lead. Lead was extracted and replaced. Patient was stable post-procedure.